Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed horizontal lines that followed with an image blackout. The issue was found during a therapeutic laparoscopic cholecystectomy procedure. There were no reports of patient harm.

Event description:
Correction to b5 for information inadvertently left out of previous report:'the intended procedure was completed using an olympus back-up device which prolonged case for less than thirty minutes.'

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and a device evaluation. Updated fields: d8, h2, h3, h6 and h11. Corrected field: b5 the device was returned to olympus for inspection, and the reported failure was confirmed. Device inspection found noise was occurring in the image due to damage on charged couple device unit and wear on the electrical contacts at the video connector. Based on the results of the investigation and previous investigations, it likely suggests probable causes such as damage or deterioration of parts, environment problem like as dust/dirt/humidity, optical problem, overheating problem, and electrical problems like as signal loss or open circuit. The most probable cause of the reportable issue is expected or random component failure without any design or manufacturing issue. However, a definitive root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.